Manufacturer narrative:
(B)(4) relates to the reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trip wire was stuck in the handle and the band failed to deploy. It was reported that the handle was able to be turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap for analysis. The ligator head was not returned. A visual examination of the handle found that the bracket was damaged by the trip wire, probably the trip wire was caught between the spool and handle bracket. The crimp was present on the trip wire and the suture was intact and attached to the trip wire loop. It was noted that the trip wire was secured in the handle slot. A functional evaluation of the handle was also performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. In addition, the failure to properly tighten and secure the trip wire most likely impacted the timing of the band deployment and contributed to the complaint event. This also could have caused the tripwire to get caught between the spool and handle bracket, consequently causing the damages found on the device during the handle spool rotation. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trip wire was stuck in the handle and the band failed to deploy. It was reported that the handle was able to be turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.